Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the three hours post the implant procedure, the lead had dislodged. No patient symptoms were reported; the physician elected to program the device to vvir mode. On (B)(6) the lead was successfully repositioned. The patient was doing fine after the procedure.